Event description:
It was reported the patient experienced pain at the thoracic ipg site due to weight loss. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.